Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete detect and treat testing) has been confirmed. Upon investigation monitor failed detect and treat testing. The cause for the failure was isolated to a damaged j101 component on the ca board, preventing the monitor form communicating with the charger to complete the detect and treat testing. The root cause for the damaged j101 component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.